Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-aug-2019 with the following findings: a review of the pump alarm history showed frequent low battery warnings and replace battery alarms. The pump electrical current draws were tested and were within specifications. No damage was found to the battery cap; the spring was intact. An inspection of the pump revealed a crack in the battery compartment with corrosion inside. The pump leaked at the battery compartment. The pump was opened and moisture damage was found on the printed circuit board. The complaint of a battery life issue was not duplicated however, damage to the pump was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 23-may-2019, the reporter contacted animas alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. The battery cap was spring was missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.